Event description:
It was reported that log file captured no external power events and a backup battery fault at starting 15:58. It appeared that the power module had lost power. There was no interruption in pump function during the events.

Manufacturer narrative:
D4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6a: date of implant was inadvertently populated in the initial report; the device is not implanted. Manufacturer's investigation conclusion: the reported event a no external power alarm while connected to the power module was confirmed via the submitted log file. A review of the submitted controller log file spanned approximately 21 days ((B)(6) 2025 ¿ (B)(6) 2025 per time stamp). On (B)(6) 2024 at 15:58:38 and 15:59:13 while connected to the power module, the no external power alarm activated due to a loss of power. During this event, the bus voltage was not observed to have dropped, it remained at the expected 14.4v. This indicates that the no external power alarm occurred despite the controller being connected to an external power source. The backup battery was able to provide power to the controller during this event. The alarm did not affect the controller's ability to operate the pump at the set speed. There were no other notable alarms active in the log file. The power module was not returned for analysis. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no response was received. A root cause for the reported event cannot be conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the power module being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate ii instructions for use (rev. B) section 7-¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot all controller alarms including no external power alarms. Heartmate ii instructions for use (rev. B) section 2 ¿ ¿system operations¿ explains the operation of the system controller backup battery. This section informs the user that the backup battery is intended only for backup power during a power emergency. The backup battery provides at least 15 minutes of support to the system if the in-use power source is disconnected or fails. No further information was provided. The manufacturer is closing the file on this event.